Event description:
According to the reporter, the device will not remain powered on without holding down the power switch. No pt use was associated with the report.

Manufacturer narrative:
Physio-control supplied the customer with troubleshooting aid and parts info to replace the power conversion pcb assembly for repair. The customer declined an offer of service from physio-control.